Event description:
It was reported about multiple small areas of skin whitening from carbon applied to elbow during q-switch treatment. Alma lasers had decided to report this event from good will.

Manufacturer narrative:
The operator did not use the device in accordance to protocol. Medical intervention was needed for recovery. The report was submitted on (B)(6) 2022 in the test mode, and on (B)(6) 2023 it was resubmitted in the production mode.